Manufacturer narrative:
In 2009, a superdimension technical field specialist went to the site to check the system. The troubleshooting determined that the locatable guide cable was not working correctly. The cable was replaced and an accuracy test was performed and the results were within spec. The procedure is typically performed under local anesthesia. However, this event combines a suspected malfunction that rendered the system unavailable with a pt who was under general anesthesia. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia. There was no injury to the pt.